Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 04/21/2023and placed into service on 06/18/2023 with battery pack serial number (B)(6). On 06/18/2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until 01/14/2024 when a new battery pack was installed on 06/30/2024. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported that their AED will not power on and that their battery was depleted. The customer stated that another battery had to be used to download the data. They did not report that this event occurred during patient use.